Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1720 skin inflammation/ irritation. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with inflammation, pain and swelling, under entire patch area. The patient developed a sharp pain and swelling at the site, a noticeable hard lump had formed at the center of the swelling. The reaction was treated with antibiotics for a possible site infection (there was no confirmation of the administration route). No additional patient or event information is available.